Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the connectors of the external pulse generator (epg) were noted to be damaged. The status of the epg was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the output connector assembly was broken. Hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.